Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll on 09/25/2015. Investigation results as follows: visual inspection of the returned platform was performed and found that the top cover was cracked and the battery lock was bent. Note this physical damage can occur due to normal wear and tear and/or physical abuse. Additionally, the left side of the display is missing pixels. Lcd display was replaced. A review of the archive was performed and no discrepancies were observed. The platform was functional tested and there were no problems or error messages noted. Based on the investigation the top cover, battery lock and lcd display were replaced. Power distribution board was also replaced as part of routine service procedure and is not related to the reported complaint. In summary the customer's reported complaint was confirmed during visual inspection. After replacement of the part identified during investigation, the platform passed all final functional testing criteria.

Event description:
It was originally reported that on (B)(6) 2015, the autopulse platform had a visible crack on the bottom right corner of the housing. No adverse patient injury was reported. No further information was provided. The autopulse platform was returned to zoll for investigation. During the investigation, the lcd of the autopulse platform was missing pixels on the left side of the display. Although the customer did not report this, a distorted/missing display is considered a reportable malfunction.